Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that no water filling was possible on the arctic sun device. Circulation pump had been found to build no pressure as it had been too weak to work properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no water filling was possible on the arctic sun device. Circulation pump had been found to build no pressure as it had been too weak to work properly.